Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was ran over by their car about a year and a half ago and their ins was broken inside of their body. The patient stated their back hurt all the time since the accident, they do not go to the bathroom anymore, they were having a lot of problems, and didn¿t feel good. The patient was concerned that the implant in their body being broken was causing some of their symptoms. The patient stated their healthcare provider didn¿t want to take the ins out because they felt that their body had been through too much. It was suggested that the patient consult with the healthcare provider about having the ins removed again. No further complications were reported.